Event description:
It was reported that a flogard infusion pump had a broken door. There was not patient involvement; therefore, no patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and an event history log review. The reported condition of a broken door was confirmed and the door assembly was replaced to resolve this condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.